Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation with two 300cc mentor smooth round moderate profile saline breast prostheses, post-operatively was not happy as the implants did not sit right and something was not right about them. Patient wanted a lift and wanted to go smaller in size after the surgery back in 1999. As a result, the patient underwent bilateral removal on (B)(6) 2011. This medwatch form is for the right breast prosthesis.